Event description:
The customer reported that on (B)(6) 2024, a tm80 telemetry unit did not generate an alarm when there was a pause in heart rate. No patient injury was reported.

Manufacturer narrative:
Mindray became aware of the occurrence approximately three months after the day of the event. Mindray attempted to clarify the details of the occurrence, like the specific types of alarms, and collect data for investigation. Due to the lapse of time, most of the occurrence details are unknown, and it is not possible to collect data for investigation. No further investigation can be performed. The customer confirmed that the unit is currently in normal use, and no failures have been reported.